Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a settings issue. The technical service engineer assisted with the settings that required to change in admission inactivity to resolve the issue. The system functioned as intended after the technical service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a patients orders were not crossing. The customer reported that not able to dispense medication for the patient. There were no adverse events or injuries reported based on this event.